Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08405. It was reported all contacts on the lead have invalid impedance readings. As a result, the patient has requested surgical intervention to have the scs system explanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.